Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified; however, the alleged control-iq issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent malfunction and temperature alarms occurred. Pump alarms were put on "silence"; however, pump did not vibrate when alarms occurred. Alarms were observed in the pump history. Pump was in normal room temperatures and was not charging at the time of the temperature alarms. Customer reset pump multiple times to clear alarms or ¿dismissed the alarms¿. On april 29, 2021, customer charged pump battery; however, customer could not recall what the battery gauge read when battery was removed from the power source, but reported it was ¿sufficiently charged¿. That night the customer woke up and pump was ¿off¿. Customer charged battery and pump turned back on. Customer¿s blood glucose (bg) was 216-331 mg/dl. Customer alleged due to the malfunctions, the control-iq feature corrected elevated bg with too much insulin. Customer¿s bg lowered (44 mmol/l). Customer consumed sugar to address low bg. Customer did not require medical treatment. At time of report, customer was ¿fine¿. Customer reverted to using an alternate method for insulin therapy.